Event description:
Reporter indicated that vns pt experienced an increase in blood pressure during stimulation, resulting in an emergency room visit. It was reported determined that the lead electrodes were implanted in an inverted configuration. Revision surgery was performed to reposition the lead electrodes as recommended in device labeling, after which the pt reportedly did not experience further episodes of elevated blood pressure.